Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -12.5/+1.5/101 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted. On the same date in a separate surgery the lens was replaced with a shorter length lens due to excessive vault. The problem is resolved. Cause reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
Patient weight, ethnicity and race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -12.5/+1.5/101 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted. On the same date in a separate surgery the lens was replaced with a shorter length lens due to excessive vault. The problem is resolved. Cause reported as unknown.